Manufacturer narrative:
The reported event of excessive wear on the external portion of the percutaneous lead was confirmed. A distal end percutaneous lead replacement was performed and approximately 19" of the external portion/distal end of the percutaneous lead was returned for further evaluation. The portion of the outer silicone jacket approximately 10-17" from the metal connector showed several tears and white tape had been applied. An electrical continuity test of the returned portion of the lead found that all wires were electrically intact. Examination of the underlying wires did not reveal any breaches in the wire insulation. The lead was suspended in a saline bath for hipot testing to check for current leakage through the insulation but no areas of compromised insulation could be confirmed. Evaluation of the returned portion of the percutaneous lead did not confirm. Percutaneous lead wire damage; however, no alarms or adverse events were reported and the percutaneous led replacement was conducted as a preventative measure. No further info is available. The MFR is closing its file on this event.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator tat there was excessive wear on the external portion of the percutaneous lead. The hospital requested a percutaneous lead replacement. Upon assessment of the percutaneous lead, the MFR's tech determined the repair was necessary for safety precautions. The white silicone jacket had large tears and the shielding inside the clear coat was broken down significantly. A percutaneous lead replacement was completed on (B)(6) 2014.